Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5155503, model/ catalog description: infinion cx lead kit, 70cm. Model number/ catalog number: sc-1160, serial number: (B)(4), batch/ lot number: 354525, model/ catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also reported that the patient experienced pain whenever the stimulation was turned on around the lead contacts that had high impedances. The patient underwent an explant procedure.